Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 115 mg/dl.